Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump experienced failure with high acuity patient. It was reported that the pump exhibited "not in place alarm" during setup. The biomed was unable to duplicate the reported issue. No reported adverse effects.